Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was underinfusing. At the end of therapy (after 23.5 hours) there was significant medication left in the device. The device was filled with piperacillin/tazobactam. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. For the reported condition of under infusion, a functional flow rate test must be performed on the actual complaint sample in order to verify the flow rate accuracy of the alleged device. The reported issue could neither be verified nor refuted based only on the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.